Event description:
Report received of air in the tubing distal to the in-line filter. The customer contact reported that during an infusion of tpn, an unspecified amount of air entered the tubing, " at the filter. "Air was noted distal to the in-line filter. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required.